Event description:
Additional information received reported that the cause of the event was that the patient was taking a non-steroidal anti-inflammatory drug (nsaid) without telling the health care provider (hcp). The device was explanted. Hospitalization was required and the patient recovered with sequela.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product typ lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(4) 2012. Product typ lead; product ID 37754, serial# (B)(4), product typ recharger; product ID 37744, serial# (B)(4). Product typ programmer, patient; product ID 3550-39, lot# n327373, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product typ accessory. (B)(4).

Event description:
It was further reported that the patient was walking up to 4 miles per day and was doing well.

Event description:
It was reported that MRI confirmed an epidural hematoma following implant. The entire neurostimulation system was explanted and the neurosurgeon performed spinal decompression surgery. As a result of the hematoma, the patient lost almost all sensation and movement in his legs. As of (B)(6) 2012, the patient was able to move his right hip. The long-term prognosis was uncertain. Additional information has been requested but was not available as of the date of this report.